Event description:
It was reported that a transmitter battery issue occurred. On (B)(6) 2025, the patient received a "pair new transmitter" message and she did not know her cgm readings due to the message. She did not check a manual finger stick to check her blood glucose readings. Suddenly, she could not move. Her joints wouldn't move, she couldn't stand or walk and could not see. Paramedics were called and when they arrived they checked her blood glucose and it was 860 mg/dl. The patient was admitted to the intensive care unit (ICU) for 3 days. Treatment information was not provided. At the time of the report, the patient was in stable condition and felt better. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.